Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower on override mode and unable to remove medication from the stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist mentioned that no feedback had been received from the user. An email was sent to the user, and the tss proceeded with the case closure. The tss attached the knowledge article of " medstation es ¿ retry mode: insert into tx. Encounteritemtransaction ¿ mismatching adt.encounterpatientlocationkey" for user's reference.